Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self test on (B)(6) 2011. This was reported but the device was not returned. The user then manually switched on the device three times in (B)(6) 2011. The device failed a self test on (B)(6) 2011 due to a low battery. Although no fault was found with the pad or pad-pak, the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad-pak in the device had been in use for 2 years and 9 months. The device failed its second test on (B)(6) 2011 and it had been is use for 3 years and 3 months. Both pad-paks had an expiry date of sept 2011. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.